Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces.no unexpected numbers ramping noted during testing. Unit had minor scratched display window, cracked case at display window corner, cracked battery tube threads, reservoir tube lip and missing end cap sticker.

Event description:
Customer reported that the numbers on the screen of the insulin pump started scrolling when trying to deliver a bolus. The up arrow button got stuck. Customer stated he is not able to use manual injections because his hands do not work; he said he is disabled. Customer could call his brother if needed. Blood glucose value is 143 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.